Event description:
The customer reported that the first ablation was completed without any problem. However, upon turning the pump on after insertion of the needle, the pump would not work at all. After turning the pump on and off again, the problem continued. The procedure was suspended without any injury to the patient.

Manufacturer narrative:
(B)(4). To date, the incident pump has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.